Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire on the first firing. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Malformed clip. The analysis results found that the device was received with a j-shape clip in the jaws. The jaws were cleared and the device was cycled, fed and formed the remaining clips within manufacturing specifications and then, the device locked out as intended. Although, no firing or feeding issues were noted during evaluation, a possible cause of a j-shaped malformed clip is feeding the clip into a closed set of jaws. As per the instructions for use: prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the instrument shaft is past the end of the trocar cannula. Further in the warning section, the IFU contains the following warning, do not excessively apply a side load to the jaws that would cause them to partially collapse and potentially result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the instrument. A batch record review was performed and no anomalies were found during the manufacturing process.